Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil was found prematurely detached. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm located in the posterior communicating segment of the internal carotid artery with a max diameter of 3.7 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that during aneurysm treatment with coil embolization, the operator selected a 2.5-6 axium coil, hydrated it, and began delivery. When the coil was close to the aneurysm, it could no longer be advanced. The operator then pushed and pulled the coil delivery guidewire and observed that the coil had already detached. The operator then withdrew the echelon microcatheter and replaced it with a new echelon and a new coil to continue the procedure. After the procedure was completed, the operator pulled the coil out through the microcatheter to check why the coil had detached. It was reported premature detachment occurred. The coil was removed from the patient. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil. The physician did not attempt to detach the coil. A continuous flush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 0.088 long sheath guide catheter, echelon 10 microcatheter, likai 14 guidewire, 6f 115 navien guide catheter.